Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented on (B)(6) 2016 to the emergency room with complaints of diaphragmatic stimulation, also noted was high thresholds, due to dislodgement. The lead was explanted and replaced successfully (B)(6) 2016. The patient did not experience any complications.